Event description:
It was reported that while using bd facsymphony¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the dcm pump does not pull fluid off the sip. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath 5. What is the source of leak/spill? (Waste or non-waste line) waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no

Manufacturer narrative:
After further review MFR#(B)(4)is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1250, FDA patient problem code(s): 2645.

Event description:
It was reported that while using bd facsymphony¿ waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: the dcm pump does not pull fluid off the sip. Are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Sheath 5. What is the source of leak/spill? (Waste or non-waste line) waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no